Manufacturer narrative:
The report that the patient had cut their driveline was not confirmed. The device was not returned to the manufacturer for evaluation. No log files were submitted for analysis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years. The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016. The patient reportedly was a resident in a nursing home with psychosis and significant confusion and cut the driveline, resulting in the lvad to stop working. No further information was provided.